Event description:
Mis-spike occurred when the customer changed a uv twin-bag. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). Additional information: this report of a connection issue was not confirmed and the cause was not identified because, there was no sample returned to baxter. Therefore the root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510 number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.